Event description:
It was reported that the device would not power on ac or battery source. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through performance and functional testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the power supply assembly as previously mentioned, did not resolve the reported failure. Physio replaced the system controller and user interface pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed pcb assemblies were further evaluated in the failure analysis center. The reported failure could not be duplicated. The component cause of the reported failure could not be conclusively determined.